Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please, explain the meaning of the hand piece blocked. It didn¿t work anymore. Was there an issue assembling or disassembling the hand piece with the disposable device? No did the generator display any error messages and if so what were they? Not mentioned had the device been working and then stopped? Yes the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive and the isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve procedure, the hand piece was blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.